Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The atp appeared to accelerate the arrhythmia. During the episode, the patient went into ventricular fibrillation (vf), and a shock converted the vf. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.